Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed error e315 and no image. The issue was identified before sedation. The oesophago-gastro-duodenoscopy (ogd) diagnostic procedure was completed using a competitor's device. No patient harm was reported.